Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient's blood oxygen saturation was decreased and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. There was no allegation the device malfunctioned. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient's blood oxygen saturation was decreased and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. There was no allegation the device malfunctioned. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation was decreased and the patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. There was no allegation the device malfunctioned. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.